Manufacturer narrative:
New information was received from reporting source. The physician has now concluded that there was no causal relationship between the device and the originally reported event (hematoma requiring blood products). Rather, the event was the result of "combination medicine" that was used during the procedure. In light of this new information, we respectfully retract the original reporting decision to not reportable.

Manufacturer narrative:
The impella lp2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported an (B)(6) asian male patient presenting for high risk percutaneous coronary insertion via an impella lp2.5 cardiac support pump. During support, the patient developed a hematoma at the device's insertion site. As a result, patient's hospital stay was prolonged and a 10 unit blood transfusion was administered. Patient is in recovery and stable.